Manufacturer narrative:
After testing two (2) returned units that we found out that all two (2) sets were blocked at the output of filter due to excessive solvent. The complaint was confirmed.

Event description:
Info received indicates the customer reported the pump tubing is blocked. No pt involvement info was provided.